Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer is unwilling to return the product for evaluation.

Event description:
The caller alleged that he had black spots on his finger and an infection while using the fastclix lancet drum. The customer reported skin inflammation on his fingertips and went to the hospital for treatment. They type of treatment the hospital provided was unknown. It is unknown if the customer was hospitalized.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.